Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report.

Event description:
As reported, terminal ica aneurysm was treated. Diameter of the target vessel 2.5mm ¿ 4.5mm. The distal portion of the fredx did not opened sufficient. Physician decided to treat with stent and coils, successfully. Slight arm paresis was reported. It was indicated that the paresis would disapear. Additional information indicated: the patient did not have paresis prior to treatment. The paresis occured following successful treatment using stent and coils. The fred was removed without incident following not opening sufficiently prior to deployment. The paresis was discovered after the patient woke up from anesthesia. The complaint is being reported based on paresis following treatment as the fred x could not be excluded from the reported ae.

Manufacturer narrative:
Items returned for investigation: pusher. Items not returned for investigation: stent, introducer only the pusher was returned. The pusher was found to be intact. The pusher glue ball(s) were inspected; the glue covers between 2 and 5 coils as indicated in the manufacturing procedure. Only the pusher was returned. As the stent was not returned, the investigation could not test for or assess the device for the alleged stent expansion issue and therefore, this complaint is considered non-verifiable. The investigation of the returned pusher did not find any damage or other anomaly that would have caused or contributed to the reported complaint. As the stent was not returned, the investigation could not test for or assess the device for the alleged stent expansion issue.

Event description:
See h11.